Manufacturer narrative:
On 24-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and a thrombus/clot was found. It was reported by the caller that there was a clot that was stuck in the seal of the vizigo sheath and they could not get it out. The vizigo sheath was replaced and the procedure continued. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device; however, thrombus residues in the hemostatic valve were observed. An irrigation test was performed, and no obstructions were found. Additionally, a boroscope inspection of the internal sheath was performed but no thrombus residues were detected. A device history record was performed for the finished device batch number, and no internal actions were identified. The clot issue reported by the customer was confirmed. The potential cause of the thrombus residues could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air embolism. Use best practices for irrigation to minimize the potential for thrombus formation. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # :(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and a thrombus/clot was found. It was reported by the caller that there was a clot that was stuck in the seal of the vizigo sheath and they could not get it out. The vizigo sheath was replaced and the procedure continued. Additional information received indicating there were no error message and no other issues than the clot in the valve. No issues related to temperature or flow. The patient was anticoagulated. Activated clotting time (act) of 300 ¿ this was maintained throughout the case. The physician considered the clot seemed excessive and ablation has not started when the clot was seen. The patient has not exhibited any neurological symptoms.